Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for tx ID of 8jjq2r. Data was evaluated and the allegation was confirmed for transmitter ID 8jk5we from share support tool]. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported